Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Upon initial inspection a c5602 cusa excel 36khz disposable wrench was found to have a foreign material in the packaging. There was no patient involvement.